Event description:
During a call regarding an unrelated alarm on (B)(6) 2011, the hp stated that he had an infection and was using a small bag, but that he had run out. He was going to the clinic the following day. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that the patient's therapy had been going well. She would not provide any further information regarding the patient's infection, stating that it was her company's policy not to give out this type of information. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Additional information was received from global pharmacovigilence (gpv) on (B)(6) 2011 stating that the patient had an unspecified type of peritonitis, and that he was not hospitalized. Diagnostic lab tests were performed, but the patient had no specific information regarding the types of tests. The patient had been treated with antibiotics. The patient felt that a break in aseptic technique had caused his peritonitis. It was not reported if the patient had been retrained. He stated that the cause of his peritonitis was not related to dianeal solution or any of baxter's peritoneal dialysis products. He has recovered from this event and was continuing therapy on the homechoice. No further information was given at this time. On (B)(4) 2012 product surveillance contacted facility to speak with peritoneal dialysis nurse for more clinical information on this case of peritonitis. The nurse stated that per company policy they aren't allowed to give any patient information. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11d12038, h11d25048, h11f07058, h10k12043, and h11i07086 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique this complaint for peritonitis is confirmed because the home patient reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. This issue is being investigated through CAPA.